Event description:
Medtronic received information that this bioprosthetic valved conduit, implanted one year, developed an obstruction to the outflow tract requiring conduit replacement. It was reported that this valve was a replacement valve from outgrowth of the first implant. The patient received a new valved conduit with no adverse effects.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, a 3.4 cm (long side); 2.7 cm (short side) section of the valved conduit was received. A 2 cm longitudinal cut was noted on the long side, through one commissure. Two leaflets were adhered to the conduit wall. The other leaflet was slightly stiff but flexible. Two leaflets were intact. A cut was noted in the other leaflet adjacent to the commissure where the conduit was cut during explant. Two commissures were intact. The other commissure was longitudinally cut through during explant. Traces of tan thrombotic host tissue were observed in the belly of all cusps. A trace of pannus was noted in one of the inferior coaptive areas. Radiography showed no evidence of mineralization in the valve and or host tissue. Conclusion: reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient related condition.